Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced and the ps1 power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was locking up and that error logs showed that x-ray function was being halted. There is no report of patient injury associated with this event.